Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced elevated continuous glucose monitor readings for several hours while using the ilet with a cartridge and infusion set. Troubleshooting identified leakage from the cartridge, and no insulin drops were observed during the tubing fill, indicating compromised insulin delivery. The user experienced hyperglycemia. Outcomes included user-administered subcutaneous insulin by pen, hydration, temporary pausing of insulin delivery to account for the injection, proper supply change with correct assembly, and subsequent resumption of insulin delivery, after which glucose levels trended downward and the user reported feeling better. The investigation included guided troubleshooting, verification of the fill procedure, inspection of the cartridge and connections, and user education on the correct change process. The investigation revealed a leaking cartridge and an incorrect assembly sequence prior to insertion, consistent with insulin delivery failure due to a compromised fluid path. Based on previously established findings for similar reports, the cause was concluded to be user-related handling leading to a leaking cartridge and subsequent under-delivery of insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.